Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010, and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 along with concurrent cystocele repair, and sacrospinous ligament suspension due to sui, pelvic organ prolapse. It was reported that following insertion the patient experienced pain, infection, and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2013 due to pain, infections and bleeding. It was reported that due to pelvic pain and mesh erosion, dyspareunia,urinary frequency, and nocturia, the patient underwent a mesh revision, the removal of anterior vaginal wall mesh with anterior colporrhaphy and cystoscopy with hydrodistention on (B)(6) 2010. No new/additional information was included. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent cystoscopy retrograde double j stenting on (B)(6) 2015 due to left ureteral calculous. No additional information was provided.